Event description:
Per the clinic, the patient developed an infection (cellulitis) at the implant site and subsequently was treated with oral and topical antibiotics. It was reported that the patient underwent revision surgery under general anaesthesia on (B)(6) 2024, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.